Event description:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on 21-oct-2015. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain/ severe and persistent abdominal and pelvic pain") and genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medication monitoring error "she was not given a form or birth control during the three month period". The patient's past medical history included acne (as a teenager) and uti. Patient did not had any complications of unintended pregnancy or delivery. Essure did not caused birth defects. Concurrent conditions included depression, pneumonia, asthma and osteoarthritis knees. Concomitant products included medroxyprogesterone (depo provera) from 1999 to 2016 for contraception, antibiotics since (B)(6) 2015 for pneumonia as well as euflexxa since 2010. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / physical pain/ severe and persistent abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - allergy to nickel/ nickel allergy"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), contusion ("unexplained bruising") and vaginal discharge ("urinary changes or issues, vaginal discharge"). In (B)(6) 2014, the patient experienced acne ("rashes or skin conditions - acne on my face and body/acne"). In 2015, the patient experienced fatigue ("fatigue"), night sweats ("hormonal changes - night sweats"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anxiety ("psychological or psychiatric problems -, anxiety, severe mood swings"), mood swings ("psychological or psychiatric problems -, anxiety, severe mood swings"), depression ("depression/ depression-but after essure placed it became more difficult to manage") and vision blurred ("vision/eye problems ¿ blurry vision, prescription changed"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced red blood cell count increased ("blood or heart disorder/condition - elevated rbcs"), alopecia ("hair loss"), hypoaesthesia ("neurological conditions or problems - numbness and tingling in arms and legs"), paraesthesia ("neurological conditions or problems - numbness and tingling in arms and legs"), cervical dysplasia ("tumor/teratoma/cancer - cervical dysplasia with precancerous cells/ cervical dysplasia with precancerous cells") and precancerous cells present ("tumor/teratoma/cancer - cervical dysplasia with precancerous cells/ cervical dysplasia with precancerous cells"). On an unknown date, the patient experienced medical device discomfort ("intense burning feelings where the coils are"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)/ menorrhagia"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)/ menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). The patient was treated with ibuprofen, surgery (full hysterectomy and bilateral salpingectomy) and surgery (3 teeth extracted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, medical device discomfort, infection, vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, red blood cell count increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, night sweats, urinary tract infection, bacterial vaginosis, migraine, headache, nausea, hypoaesthesia, paraesthesia, anxiety, mood swings, depression, acne, cervical dysplasia, precancerous cells present, contusion, vaginal discharge and vision blurred outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, bacterial vaginosis, bladder disorder, cervical dysplasia, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, infection, medical device discomfort, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, pelvic pain, precancerous cells present, red blood cell count increased, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She retain the essure device or any portion of it, after removal, they were in her possession. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: tubes were blocked. Current weight as of (B)(6) 2018: (B)(6) (unit unspecified). Approximate weight at the time of essure placement: (B)(6) (unit unspecified). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure stop date (B)(6) 2016 was added. Essure start date updated from (B)(6) 2014. Events abnormal bleeding (general), severe and persistent abdominal pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, red blood cell count increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, night sweats, urinary tract infection, bacterial vaginosis, migraine, headache, nausea, hypoaesthesia, paraesthesia, pelvic pain, anxiety, mood swings, depression, acne, cervical dysplasia, precancerous cells present, contusion, vaginal discharge, vision blurred were newly added. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pain/ severe and persistent abdominal and pelvic pain"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)/ menorrhagia") and genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)/heavy bleeding") in a 28-year-old female patient who had essure (batch no. A66796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product monitoring error "she was not given a form or birth control during the three month period". The patient's medical history included acne (as a teenager), recurrent urinary tract infection, mood swings, anxiety, melanoma, dysuria, mucopolysaccharidosis nos, smoker, back pain, gerd, hyperlipidemia, uterine fibroids, uterine bleeding, anemia, arthritis, dizzy spells, urinary frequency, menometrorrhagia, urinary retention, venous thromboembolism and cervical dysplasia. Patient did not had any complications of unintended pregnancy or delivery. Essure did not caused birth defects. On 16-sep-2016: additional diagnosis: bilateral fallopian tubes, excision: essure devices x2, confirmed by gross exam. Diagnosis: uterus, cervix, laparoscopic-assisted vaginal hysterectomy: cervix: chronic cervicitis, nabothian cysts, extensive metaplasia no dysplasia identified. Endometrium: proliferative phase endometrium. Myometrium: adenomyosis. Bilateral fallopian tubes, excision:. Gross description: received in formalin is a uterus with attached cervix and bilateral fallopian tubes. The specimen weighs 61 grams in and measures 7.3 cm from fundus to ectocervix, 4.0 cm from cornu to cornu and 2.5 cm from anterior to posterior. The serosal surface is tan-pink to purple, wrinkled and glistening. The attached cervix measures 2.6 cm in length and 3.3 cm in diameter. The ectocervix is tan-grey, wrinkled, roughened and glistening with a 1.0 cm external cervical slit as. The endocervical canal is tan-brown and slightly roughened measuring up to 1.2 cm. Sectioning through the cervix reveals a homogeneous pink-tan surface with no masses or lesions identified. The anterior soft tissue margin is inked orange and the posterior black. A concave depression is noted on the posterior aspect of the lower uterine segment end. The triangular endometrial cavity measures 2.5 cm from cornu to cornu and 3.0 cm from superior to inferior. The cavity is lined by tan-pink roughened mucosa measuring up to 0.2 cm thick. No discrete endometrial masses are identified. Sectioning through the mildly trabeculated myometrium reveals a homogeneous tan cut surface with no masses or nodules identified. The left fimbriated segment of fallopian tube measures 5.0 cm in length and 0.4 cm in average diameter. The surface is tan-green to purple and congested. Sectioning reveals a tan-pink cut surface with a 0.1 cm grossly unremarkable lumen containing a tan-grey coiled wire extending the full length of the fallopian tube. The right fimbriated segment of fallopian tube measures 7.5 cm in length and 0.4 cm in diameter. The surface is tan-grey to purple and congested, sectioning reveals a tan-pink cut surface with a 0.1 grossly unremarkable lumen. 1) anterior (12 o'clock) cervix; 2) left lateral (3 o'clock) cervix: 3,4) posterior (6 o'clock) cervix: 5) right lateral (9 o'clock) cervix; 6,7) anterior endomyometrium. 8,9) posterior endomyometrium; 10) left fallopian tube; 11) right fallopian tube; 12) left lateral soft tissue; 13) right lateral soft tissue. Procedure(s): laparoscopic assisted vaginal hysterectomy pre operative diagnosis: abdominal pain, suprapubic, a - uterus and bilateral tubes. Concurrent conditions included depression, pneumonia, asthma and osteoarthritis knees. Concomitant products included medroxyprogesterone acetate (depo provera) from 1999 to 2016 for contraception, hyaluronate sodium since 2010 for osteoarthritis knees and antibiotics since (B)(6) 2015 for pneumonia. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / physical pain/ severe and persistent abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 24 (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)/ menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and contusion ("unexplained bruising"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pollakiuria ("frequent urination"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - allergy to nickel/ nickel allergy"), fatigue ("fatigue"), urinary tract infection bacterial ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), nausea ("nausea"), anxiety ("psychological or psychiatric problems - anxiety, severe mood swings"), mood swings ("psychological or psychiatric problems -, anxiety, severe mood swings"), depression ("depression/ depression-but after essure placed it became more difficult to manage"), acne ("rashes or skin conditions - acne on my face and body/acne") and vaginal discharge ("urinary changes or issues, vaginal discharge"). In 2015, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems - numbness and tingling in arms and legs") and vision blurred ("vision/eye problems ¿ blurry vision, prescription changed"). In (b)(60 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient was found to have red blood cell count increased ("blood or heart disorder/condition - elevated rbcs") and experienced night sweats ("hormonal changes - night sweats"), paraesthesia ("neurological conditions or problems - numbness and tingling in arms and legs") and cervical dysplasia ("tumor/teratoma/cancer - cervical dysplasia with precancerous cells/ cervical dysplasia with precancerous cells"). On an unknown date, the patient experienced medical device discomfort ("intense burning feelings where the coils are") and infection ("infections"). The patient was treated with ibuprofen and surgery (3 teeth extracted, ablation and a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, alopecia, night sweats, headache and acne had resolved and the medical device discomfort, infection, vaginal haemorrhage, allergy to metals, red blood cell count increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection bacterial, bacterial vaginosis, migraine, nausea, hypoaesthesia, paraesthesia, anxiety, mood swings, depression, cervical dysplasia, contusion, vaginal discharge, vision blurred and pollakiuria outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, bacterial vaginosis, cervical dysplasia, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, infection, medical device discomfort, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, pelvic pain, pollakiuria, red blood cell count increased, tooth disorder, urinary tract infection bacterial, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She retain the essure device or any portion of it, after removal, they were in her possession. Nearly all of the patient symptoms and injuries which she experience post implantation of essure resolved within a month after removal of essure. Date of essure placement procedure:(B)(6) 2014 , as per 2 nd pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tubes were blocked/ total bilateral occlusion. Diagnostic results: current weight as of (B)(6) 2018: 134 (unit unspecified) approximate weight at the time of essure placement: 135 (unit unspecified). Concerning injuries reported in this case the following ones were described in patient medical records: abdominal pain, headaches, anxiety, depression, migraines, pelvic pain, infection, bleeding. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jan-2019: plaintiff fact sheet and medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. Event bladder or urinary problems or changes updated to pollakiuria. Event outcome of acne, heavy bleeding, nights sweats, pain, headache and hair loss was changed from "unknown" to "recovered/resolved". Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA, reference number: (B)(4). On 21-oct-2015. The most recent information was received on 11-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right cornu was dissected and within the soft tissue of the cornu an embedded essure device was discovered'), pelvic pain ('pain/ severe and persistent pain/ severe and persistent abdominal and pelvic pain') and menorrhagia ('abnormal bleeding (vaginal/menorrhagia)/ menorrhagia') in a 28-year-old female patient who had essure (batch no. A66796-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product monitoring error "she was not given a form or birth control during the three month period". The patient's medical history included acne (as a teenager), recurrent urinary tract infection, mood swings, anxiety, melanoma, dysuria, mucopolysaccharidosis, smoker, back pain, gerd, hyperlipidemia, uterine fibroids, uterine bleeding, anemia, arthritis, dizzy spells, urinary frequency, menometrorrhagia, urinary retention, venous thromboembolism and cervical dysplasia. Patient did not had any complications of unintended pregnancy or delivery. Essure did not cause birth defects. On (B)(6) 2016: additional diagnosis: bilateral fallopian tubes, excision: - essure devices x2, confirmed by gross exam. Diagnosis: uterus, cervix, laparoscopic-assisted vaginal hysterectomy: cervix: - chronic cervicitis, nabothian cysts, extensive metaplasia. - no dysplasia identified. - endometrium: - proliferative phase endometrium. - myometrium: - adenomyosis. - bilateral fallopian tubes, excision:. Gross description: received in formalin is a uterus with attached cervix and bilateral fallopian tubes. The specimen weighs 61 grams in and measures 7.3 cm from fundus to ectocervix, 4.0 cm from cornu to cornu and 2.5 cm from anterior to posterior. The serosal surface is tan-pink to purple, wrinkled and glistening. The attached cervix measures 2.6 cm in length and 3.3 cm in diameter. The ectocervix is tan-grey, wrinkled, roughened and glistening with a 1.0 cm external cervical slit as. The endocervical canal is tan-brown and slightly roughened measuring up to 1.2 cm. Sectioning through the cervix reveals a homogeneous pink-tan surface with no masses or lesions identified. The anterior soft tissue margin is inked orange and the posterior black. A concave depression is noted on the posterior aspect of the lower uterine segment end. The triangular endometrial cavity measures 2.5 cm from cornu to cornu and 3.0 cm from superior to inferior. The cavity is lined by tan-pink roughened mucosa measuring up to 0.2 cm thick. No discrete endometrial masses are identified. Sectioning through the mildly trabeculated myometrium reveals a homogeneous tan cut surface with no masses or nodules identified. The left fimbriated segment of fallopian tube measures 5.0 cm in length and 0.4 cm in average diameter. The surface is tan-green to purple and congested. Sectioning reveals a tan-pink cut surface with a 0.1 cm grossly unremarkable lumen containing a tan-grey coiled wire extending the full length of the fallopian tube. The right fimbriated segment of fallopian tube measures 7.5 cm in length and 0.4 cm in diameter. The surface is tan-grey to purple and congested, sectioning reveals a tan-pink cut surface with a 0.1 grossly unremarkable lumen. 1) anterior (12 o'clock) cervix; 2) left lateral (3 o'clock) cervix: 3,4) posterior (6 o'clock) cervix: 5) right lateral (9 o'clock) cervix; 6,7) anterior endomyometrium. 8,9) posterior endomyometrium; 10) left fallopian tube; 11) right fallopian tube; 12) left lateral soft tissue; 13) right lateral soft tissue. Procedure(s): laparoscopic assisted vaginal hysterectomy pre operative diagnosis: abdominal pain, suprapubic, a - uterus and bilateral tubes. Concurrent conditions included depression, pneumonia, asthma and osteoarthritis knees. Concomitant products included medroxyprogesterone acetate (depo provera) from 1999 to 2016 for contraception, hyaluronate sodium since 2010 for osteoarthritis knees and antibiotics since (B)(6) 2015 for pneumonia. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / physical pain/ severe and persistent abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)/ menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and contusion ("unexplained bruising"). In 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)/heavy bleeding") and pollakiuria ("frequent urination"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - allergy to nickel/ nickel allergy"), fatigue ("fatigue"), urinary tract infection bacterial ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), nausea ("nausea"), anxiety ("psychological or psychiatric problems - anxiety, severe mood swings"), mood swings ("psychological or psychiatric problems -, anxiety, severe mood swings"), depression ("depression/ depression-but after essure placed it became more difficult to manage"), acne ("rashes or skin conditions - acne on my face and body/acne") and vaginal discharge ("urinary changes or issues, vaginal discharge"). In 2015, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems - numbness and tingling in arms and legs") and vision blurred ("vision/eye problems ¿ blurry vision, prescription changed"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient was found to have red blood cell count increased ("blood or heart disorder/condition - elevated rbcs") and experienced night sweats ("hormonal changes - night sweats"), paraesthesia ("neurological conditions or problems - numbness and tingling in arms and legs") and cervical dysplasia ("tumor/teratoma/cancer - cervical dysplasia with precancerous cells/ cervical dysplasia with precancerous cells"). On an unknown date, the patient experienced medical device discomfort ("intense burning feelings where the coils are") and infection ("infections"). The patient was treated with ibuprofen and surgery (3 teeth extracted, ablation and laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, medical device discomfort, infection, vaginal haemorrhage, allergy to metals, red blood cell count increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection bacterial, bacterial vaginosis, migraine, nausea, hypoaesthesia, paraesthesia, anxiety, mood swings, depression, cervical dysplasia, contusion, vaginal discharge, vision blurred and pollakiuria outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, alopecia, night sweats, headache and acne had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, bacterial vaginosis, cervical dysplasia, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, infection, medical device discomfort, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, pelvic pain, pollakiuria, red blood cell count increased, tooth disorder, urinary tract infection bacterial, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She retain the essure device or any portion of it, after removal, they were in her possession. Nearly all of the patient symptoms and injuries which she experience post implantation of essure resolved within a month after removal of essure. Date of essure placement procedure: (B)(6) 2014 , as per 2 nd pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tubes were blocked/ total bilateral occlusion. Diagnostic results: current weight as of (B)(6) 2018: 134 (unit unspecified). Approximate weight at the time of essure placement: 135 (unit unspecified). Concerning injuries reported in this case the following ones were described in patient medical records: device embedded, abdominal pain, headaches, anxiety, depression, migraines, pelvic pain, infection, bleeding. Lot number [ a66796 ] is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-aug-2020: update of information (batch is not valid). On 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA, reference number: (B)(4) on 21-oct-2015. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right cornu was dissected and within the soft tissue of the cornu an embedded essure device was discovered'), pelvic pain ('pain/ severe and persistent pain/ severe and persistent abdominal and pelvic pain') and menorrhagia ('abnormal bleeding (vaginal/menorrhagia)/ menorrhagia') in a 28-year-old female patient who had essure (batch no. A66796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product monitoring error "she was not given a form or birth control during the three month period". The patient's medical history included acne (as a teenager), recurrent urinary tract infection, mood swings, anxiety, melanoma, dysuria, mucopolysaccharidosis, smoker, back pain, gerd, hyperlipidemia, uterine fibroids, uterine bleeding, anemia, arthritis, dizzy spells, urinary frequency, menometrorrhagia, urinary retention, venous thromboembolism and cervical dysplasia. Patient did not had any complications of unintended pregnancy or delivery. Essure did not caused birth defects. On (B)(6) 2016: additional diagnosis: bilateral fallopian tubes, excision: - essure devices x2, confirmed by gross exam. Diagnosis: uterus, cervix, laparoscopic-assisted vaginal hysterectomy: cervix: - chronic cervicitis, nabothian cysts, extensive metaplasia - no dysplasia identified. - endometrium: - proliferative phase endometrium. - myometrium: - adenomyosis. - bilateral fallopian tubes, excision:. Gross description: received in formalin is a uterus with attached cervix and bilateral fallopian tubes. The specimen weighs 61 grams in and measures 7.3 cm from fundus to ectocervix, 4.0 cm from cornu to cornu and 2.5 cm from anterior to posterior. The serosal surface is tan-pink to purple, wrinkled and glistening. The attached cervix measures 2.6 cm in length and 3.3 cm in diameter. The ectocervix is tan-grey, wrinkled, roughened and glistening with a 1.0 cm external cervical slit as. The endocervical canal is tan-brown and slightly roughened measuring up to 1.2 cm. Sectioning through the cervix reveals a homogeneous pink-tan surface with no masses or lesions identified. The anterior soft tissue margin is inked orange and the posterior black. A concave depression is noted on the posterior aspect of the lower uterine segment end. The triangular endometrial cavity measures 2.5 cm from cornu to cornu and 3.0 cm from superior to inferior. The cavity is lined by tan-pink roughened mucosa measuring up to 0.2 cm thick. No discrete endometrial masses are identified. Sectioning through the mildly trabeculated myometrium reveals a homogeneous tan cut surface with no masses or nodules identified. The left fimbriated segment of fallopian tube measures 5.0 cm in length and 0.4 cm in average diameter. The surface is tan-green to purple and congested. Sectioning reveals a tan-pink cut surface with a 0.1 cm grossly unremarkable lumen containing a tan-grey coiled wire extending the full length of the fallopian tube. The right fimbriated segment of fallopian tube measures 7.5 cm in length and 0.4 cm in diameter. The surface is tan-grey to purple and congested, sectioning reveals a tan-pink cut surface with a 0.1 grossly unremarkable lumen. 1) anterior (12 o'clock) cervix; 2) left lateral (3 o'clock) cervix: 3,4) posterior (6 o'clock) cervix: 5) right lateral (9 o'clock) cervix; 6,7) anterior endomyometrium. 8,9) posterior endomyometrium; 10) left fallopian tube; 11) right fallopian tube; 12) left lateral soft tissue; 13) right lateral soft tissue. Procedure(s): laparoscopic assisted vaginal hysterectomy pre operative diagnosis: abdominal pain, suprapubic, a - uterus and bilateral tubes. Concurrent conditions included depression, pneumonia, asthma and osteoarthritis knees. Concomitant products included medroxyprogesterone acetate (depo provera) from 1999 to 2016 for contraception, hyaluronate sodium since 2010 for osteoarthritis knees and antibiotics since (B)(6) 2015 for pneumonia. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / physical pain/ severe and persistent abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)/ menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and contusion ("unexplained bruising"). In 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)/heavy bleeding") and pollakiuria ("frequent urination"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - allergy to nickel/ nickel allergy"), fatigue ("fatigue"), urinary tract infection bacterial ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ frequent urinary tract infections, bacterial vaginosis"), nausea ("nausea"), anxiety ("psychological or psychiatric problems - anxiety, severe mood swings"), mood swings ("psychological or psychiatric problems -, anxiety, severe mood swings"), depression ("depression/ depression-but after essure placed it became more difficult to manage"), acne ("rashes or skin conditions - acne on my face and body/acne") and vaginal discharge ("urinary changes or issues, vaginal discharge"). In 2015, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems - numbness and tingling in arms and legs") and vision blurred ("vision/eye problems ¿ blurry vision, prescription changed"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient was found to have red blood cell count increased ("blood or heart disorder/condition - elevated rbcs") and experienced night sweats ("hormonal changes - night sweats"), paraesthesia ("neurological conditions or problems - numbness and tingling in arms and legs") and cervical dysplasia ("tumor/teratoma/cancer - cervical dysplasia with precancerous cells/ cervical dysplasia with precancerous cells"). On an unknown date, the patient experienced medical device discomfort ("intense burning feelings where the coils are") and infection ("infections"). The patient was treated with ibuprofen and surgery (3 teeth extracted, ablation and laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, medical device discomfort, infection, vaginal haemorrhage, allergy to metals, red blood cell count increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection bacterial, bacterial vaginosis, migraine, nausea, hypoaesthesia, paraesthesia, anxiety, mood swings, depression, cervical dysplasia, contusion, vaginal discharge, vision blurred and pollakiuria outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, alopecia, night sweats, headache and acne had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, bacterial vaginosis, cervical dysplasia, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, infection, medical device discomfort, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, pelvic pain, pollakiuria, red blood cell count increased, tooth disorder, urinary tract infection bacterial, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She retain the essure device or any portion of it, after removal, they were in her possession. Nearly all of the patient symptoms and injuries which she experience post implantation of essure resolved within a month after removal of essure. Date of essure placement procedure: (B)(6) 2014, as per 2 nd pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tubes were blocked/ total bilateral occlusion. Diagnostic results: current weight as of (B)(6) 2018: 134 (unit unspecified). Approximate weight at the time of essure placement: 135 (unit unspecified). Concerning injuries reported in this case the following ones were described in patient medical records: device embedded, abdominal pain, headaches, anxiety, depression, migraines, pelvic pain, infection, bleeding. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Event " embedded device" was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.